Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during use. The home patient (hp) stated that she had issues with her bags three times. The hp stated that she changed the bags out. The tsr asked the hp if the hp started over with all new supplies. The hp stated "yes." The hp stated the connector was the issue with the bags. The hp stated that she changed the bags. The tsr asked the hp again if she had changed the set. The hp stated "no." The tsr asked the hp if she had contacted baxter at the time of the alarms. The hp stated "no." The tsr explained that baxter did not recommend disconnecting a bag and adding a bag to the same line. The tsr explained that if the hp had issues with her supplies, that she should start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She had not spoken to her nurse about swapping out supplies, but she stated that she understood that it was a breach in aseptic technique to reuse supplies. Therapy has been going well since, and there were no adverse effects reported in relation to this event. She had received her new homechoice machine and has not been having further issues.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product was confirmed because a partial swap of materials is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.